Event description:
It was reported that a patient underwent a total laparoscopic hysterectomies procedure in 2022 and barbed suture was used. During the procedure, it was reported that he suture does not look like it has "barbs" on it. But it seems like bumps. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm when did the issue occurred in the package/removal from package /during passage through tissue)? Please clarify. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Could you please clarify what do you mean by "but it seems like bumps"? Are there any photos available for visual analysis? Could you please provide product code & lot number? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.